Event description:
A medtronic representative reported that the navigation system monitors were intermittent. The site opted to tape the cable in a position so that the cable would not move and would function normally. While troubleshooting the issue, the medtronic representative discovered the fiber optic cables were damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative reported that the issue was discovered before the patient had entered the room and temporarily fixed before the surgery started. The medtronic touchscreen monitor did not have the pink hue nor did any other medtronic monitor. The issue occurred from a damaged fiber optic cable that was broken on the back of the monitor due to lack of slack in the optical cable when moving the desktop monitor. The most likely cause was that the staff may have thought it was an issue with our monitors and started investigating the pink hue problem and accidentally damaged our fiber optic cable in the process. This damaged cable resulted in a black screen that was fixed temporarily by taping up our broken cable back into the monitor which resulted in no delay or impact to the patient once the case started. The medtronic navigation system integrates with skytron's or lights and monitors. After replacement of the fiber optic cable they discovered the pink hue on the skytron monitors was not a medtronic problem but a malfunctioning cable coming from the skytron's side which was causing the pink hue on the skytron monitors. The fiber optic cable was returned to the manufacturer for analysis and showed signs of physical damage. It was not possible to test the cable as both of the connectors were damaged. The failure mechanism was connector-damage of pin bent or missing. The reported event was confirmed. The part was replaced to resolve the issue. The most likely cause was operator technique.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement fiber optic cable shipped to site on (B)(4) 2014. On (B)(4) 2014, a medtronic representative replaced the fiber optic cable and performed a navigation system check-out, all areas passed. The issue was resolved after the part replacement. No parts have been received by the manufacturer for analysis.